Manufacturer narrative:
DHR review: the complaint lot#2259640, sku is 383313, assembly in suzhou plant1 on 2022. Oct.20, lot quantity is (B)(4). Review the in-process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot return sample analysis: no pictures attached to show the actual defect feature. Retain sample analysis: sampling 2ea from the retain sample of the same lot to check product appearance, no defect detected, and leakage test is pass as well. Refer to the attachment for retain sample test report possible cause analysis: based on the reported information, component damage reported and cause to leakage, the possible reason is as below: 1.the raw material has defect 2.component damage happened during assembly current manufacture process has taken control procedures as below to protect this kind of possible risk: 1.100% common inspection is performed during each process station start from tubing bonding process 2.common inspection is performed during packaging process 3.qc sampling check will inspect the component appearance and do leakage test as conclusion: no picture attached to describe the defect feature, we cannot identify the defect happened at which step, and the retained sample appearance inspection and leakage test is performed, not defect detected, with this we cannot decide the root cause.

Event description:
No additional information available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima w/y adapter yel 24ga x .75i adapter was defective/damaged product presenting a crack in its connection, which led to the spillage of chemotherapy on the patient. This is the second event with the same lot: 2259640, purchased from the company b&d invoice 767211. Notivisa: (B)(4).